Manufacturer narrative:
Supplemental medical device report (smdr) # 01 is being filed to correct the g.3 date on the initial/supplemental report, filed earlier. Incorrect date of 31/01/2024 is being corrected to 16/01/2024. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the irrigation failure occurred and its lead to thermal burn during surgery. The surgeon confirmed that the ultrasound tip was pressed against the wound wall to stabilize the eyeball, causing frictional heat generation between the tip and sleeve due to ultrasound transmission. This resulted in insufficient cooling of the tip due to inadequate irrigation fluid flow, leading to the burn. The procedure type was unknown. Postoperatively, the thermal burn was treated with steroidal ointments, antibiotics, and nonsteroidal anti-inflammatory drugs. However, the patient discontinued the steroid ophthalmic ointment independently, leading to a worsening of symptoms despite initial improvement. Despite the complication, the surgery was successfully completed on the same day. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the irrigation failure occurred and its lead to thermal burn during surgery. The surgeon confirmed that the ultrasound tip was pressed against the wound wall to stabilize the eyeball, causing frictional heat generation between the tip and sleeve due to ultrasound transmission. This resulted in insufficient cooling of the tip due to inadequate irrigation fluid flow, leading to the burn. The procedure type was unknown. Postoperatively, the thermal burn was treated with steroidal ointments, antibiotics, and nonsteroidal anti-inflammatory drugs. However, the patient discontinued the steroid ophthalmic ointment independently, leading to a worsening of symptoms despite initial improvement. Despite the complication, the surgery was successfully completed on the same day. This report pertains to phacoemulsification tip involved in this reported event.

Event description:
A physician reported that irrigation failure occurred during surgery and thermal burn developed. The surgery was successfully completed. The procedure type was unknown. Medical or surgical intervention performed and additional medication also suggested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).